Event description:
It was reported that before surgery it was noted that the handle was reported faulty and damaged. Upon evaluation it was noted that the comb was damaged and roller was worn. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been submitted under (B)(4). Review of the most recent repair record determined comb was damaged, the roller was worn and the ratchet was not working and had non-replaceable parts missing. The comb and roller were replaced and the ratchet was returned unrepaired and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.